Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. Based on the quality investigation, a review of the data associated with these complaint categories (breaks/falls apart with use and reportable pqc) revealed no adverse trends and no trend involving this lot number. Based upon acceptable manufacturing/facility reviews, lack of a lot number and a sample, the root cause of this complaint could not be determined. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number (3549sg s3) of the device was added and the device name was updated from reach toothbrush unspecified to reach total care plus massage toothbrush. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. Based on the quality investigation, a review of the data associated with these complaint categories (breaks/falls apart with use and reportable pqc) revealed no adverse trends and no trend involving this lot number. Based upon acceptable manufacturing/facility reviews, lack of a lot number and a sample, the root cause of this complaint could not be determined. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The lot number (3549sg s3) of the device was added and the device name was updated from reach toothbrush unspecified to reach total care plus massage toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The manufacturer identified the toothbrush as reach total care plus massage toothbrush. A visual retain evaluation was performed for batches produced from (B)(4) 2010 to (B)(4) 2012. All retains were acceptable. All validation testing related to the resin change was acceptable, both old and new resins passed bending testing. Manufacturer performed a two year review dating (B)(4) 2010 to (B)(4) 2012 and no issues with the manufacturing or facility review were noted. A sample was returned for this case, lot 3549sg s3, and sample was send to manufacturer for evaluation. A review of the trending data by product family reach total care plus massage toothbrush for breaks/falls apart with use (non -serious product quality complaint) and for reportable pqc revealed no adverse trends. A device history review was performed for lot 3549sg s3 and was acceptable and product was approved for production on (B)(4) 2009. There were no related manufacturing or facility issues and there were no changes made to the design, formula, packaging or labeling found from the approval date of production for this product line to the date of manufacture of the lot ((B)(4) 2009). Retain sample for lot 3549sg s3 was evaluated and met specification. Manufacturer received one toothbrush without packaging, for lot 3549sg s3. The handle was cracked approximately one cm below the thumb grip. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined for this complaint. The returned sample was broken however per manufacturer the breakage has occurred at a point that was clamped during testing. There was no consumer information regarding where the consumer held the brush or the force they used while using the brush. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the toothbrush broke in half. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. Based on the quality investigation, a review of the data associated with these complaint categories (breaks/falls apart with use and reportable pqc) revealed no adverse trends and no trend involving this lot number. Based upon acceptable manufacturing/facility reviews, lack of a lot number and a sample, the root cause of this complaint could not be determined. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.